Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements above 3000 ohms. Technical services (ts) was consulted and upon review the impedance trend show a gradual rise. The physician opted to perform programming enhancements. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.